Event description:
It was reported that lead safety switch (lss) from a bipolar to a unipolar configuration occurred due to high, out-of-range pace impedance measurements of 2000 ohms seen on the right ventricular (rv) lead. Technical services (ts) was contacted, and ts discussed options. No adverse patient effects were reported.

Event description:
It was reported that lead safety switch (lss) from a bipolar to a unipolar configuration occurred due to high, out-of-range pace impedance measurements of 2000 ohms seen on the right ventricular (rv) lead. Technical services (ts) was contacted, and ts discussed options. Further information was received that this lead exhibited loss of capture (loc) at max outputs. High capture thresholds were also observed. Reprogramming was performed. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that lead safety switch (lss) from a bipolar to a unipolar configuration occurred due to high, out-of-range pace impedance measurements of 2000 ohms seen on the right ventricular (rv) lead. Technical services (ts) was contacted, and ts discussed options. Further information was received that this lead exhibited loss of capture (loc) at max outputs. High capture thresholds were also observed. Reprogramming was performed. No adverse patient effects were reported. This lead remains in service. Further information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.